Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
In this case, minimal information regarding this event was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. There has been no response at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that this patient with a 25mm pericardial mitral valve was placed under consideration for a valve-in-valve procedure after an implant duration of two (2) years and seven (7) months due to mitral stenosis. No other details were provided.

Event description:
It was reported that this patient with a 25mm pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of two (2) years and seven (7) months due to mitral stenosis. The tmvr procedure was performed with a 26mm edwards transcatheter valve with a great result and no paravalvular leak noted. No other details were provided.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. In this case, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.